Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that at implant the lead initially had an elevated impedance and elevated thresholds. The lead was repositioned and the implanter was not satisfied with impedance and threshold readings and believed that it took too many turns to retract the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.